Event description:
"Spontaneous deflation of the right breast implant and capsular contracture of the left breast prosthesis of the baker iii type" which required removal of bilateral breast implants.